Event description:
While servicing an instrument, a beckman coulter field service engineer (fse) identified a leak in the coulter® hmx hematology analyzer with autoloader. The fse reported that approximately 1 oz of cleaner and diluent leaked from the hmx autoloader and was found underneath the instrument. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced leaking tubing at pinch valve (pv37) to resolve issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).